Event description:
It was reported that during a surgery the tip of the instrument fractured into several pieces. The surgeon removed the pieces and used the xia 3 universal tightener to complete the procedure.

Manufacturer narrative:
Not returned.

Manufacturer narrative:
Method: complaint history review; risk assessment; results: the customer reported event of the hex tip breakage of the xia 3 titanium torque wrench could not be confirmed because the wrench was disposed of by the hospital, and therefore could not be returned for inspection. However, this type of breakage has been addressed in a previous investigation; the root cause was an inadequate heat treatment process, resulting in embrittled parts. The material was not heat treated correctly resulting in high hardness (which makes the metal brittle). Conclusion: the complaint could not be confirmed due to the disposal of the device.

Event description:
It was reported that during a surgery the tip of the instrument fractured into several pieces. The surgeon removed the pieces and used the xia 3 universal tightener to complete the procedure.